Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited impedance issues and noise on the right ventricular channel. Due to this, the device was emitting audible tones. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements and noise on the right ventricular channel. Due to this, the device was emitting audible tones. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements and noise on the right ventricular channel. Due to this, the device was emitting audible tones. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device exhibited oversensing of noise. Due to this an inappropriate signal artifact monitoring (sam) episode was recorded. The patient is being scheduled for an in office evaluation. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: device codes h6: impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additional information was added to the following fields: b5: describe event or problem field h6: device codes.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements and noise on the right ventricular channel. Due to this, the device was emitting audible tones. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.